Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 107) was confirmed. The cause for the service code was a damaged back-up battery that was unable to hold a charge due to a broken black wire. Incoming testing confirmed the functionality of the ECG acquisition and pulse delivery circuitry. The monitor passed essential performance testing. Patient protection was not affected. The abnormal shutdowns did not occur during any arrhythmia detection. The abnormal shutdown condition only introduces the patient to additional risk in the event that there are multiple abnormal shutdowns during arrhythmia detection that delay a potential treatment for more than 2 minutes from the onset of the arrhythmia. The monitor passed incoming functionality testing. There was no failure of the ECG acquisition or pulse delivery circuitry. The root cause for the damaged backup battery could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.